Event description:
It has been reported that revision surgery has been scheduled to remove the pt's femoral component. This revision will be necessary because the surgeon did not follow the IFU (instructions for use). This device was implanted without cement, even though the label clearly states this is a cemented component and has only been approved for cemented use.